Event description:
It was reported that during device clinical follow-up, the right ventricular (rv) lead exhibited noise. The noise caused over-sensing. The lead was capped and replaced on (B)(6) 2025. No patient consequences.